Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d4 / the getinge service territory manager (stm) that encountered the issue replaced the power management board to correct the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. / the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received power management board with a reported unit failure of the batteries not charging. Performed a visual inspection found the parts to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure was confirmed. The board was working properly. This board is obsolete and no longer able to be tested by a supplier.